Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 31 mg/dl. Troubleshooting was performed, and the customer stated that she felt her blood glucose meter was reading incorrectly. The customer was advised to troubleshoot the blood glucose meter with its manufacturer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.